Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during right video assisted thoracoscopy, the surgeon was not able to press the green button nor squeeze the handle and the device was not able to fire. Another handle was used with the same reload to complete the procedure. There was no patient injury.